Event description:
The customer reported the system displayed poor image quality. No patient injury occurred.

Manufacturer narrative:
The ge service rep reviewed images and determined the unit was in low dose causing grainy and weak definition of bone. He recorded the ma was 0.96 at 80kv. He advised the customer not to use low dose during chest procedures. Verified kvp tracking is 62,72,80 kvp and dose verification is 9.21 r/min. Unit checks out ok, fully functional and operating as intended.